Manufacturer narrative:
The customer, was put in contact with an authorized service personnel (asp). The asp reported, that the customer cancelled the case. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable. A definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time.

Event description:
It was reported to philips that the device is unable to discharge. There was no patient involvement.